Manufacturer narrative:
Analysis of the instrument data indicate that there are no known causes for the discordant immulite 2500 stat troponin assay results. The instrument is performing within specifications.

Manufacturer narrative:
Analysis of the instrument data indicate that there are no known causes for the discordant immulite 2500 stat troponin assay results. The instrument is performing within specifications.

Manufacturer narrative:
Analysis of the instrument data indicate that there are no known causes for the discordant immulite 2500 stat troponin assay results. The instrument is performing within specifications.

Manufacturer narrative:
Analysis of the instrument data indicate that there are no known causes for the discordant immulite 2500 stat troponin assay results. The instrument is performing within specifications.

Manufacturer narrative:
Analysis of the instrument data indicate that there are no known causes for the discordant immulite 2500 stat troponin assay results. The instrument is performing within specifications.

Manufacturer narrative:
Analysis of the instrument data indicate that there are no known causes for the discordant immulite 2500 stat troponin assay results. The instrument is performing within specifications.

Manufacturer narrative:
Analysis of the instrument data indicate that there are no known causes for the discordant immulite 2500 stat troponin assay results. The instrument is performing within specifications.

Event description:
Discordant immulite 2500 stat troponin assay results were obtained on seven pt samples where repeat testing did not correlate with the initial results. The customer repeats all positive results. None of the discordant high results were reported. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant stat troponin assay results.

Event description:
Discordant immulite 2500 stat troponin assay results were obtained on seven pt samples where repeat testing did not correlate with the initial results. The customer repeats all positive results. None of the discordant high results were reported. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant stat troponin assay results.

Event description:
Discordant immulite 2500 stat troponin assay results were obtained on seven pt samples where repeat testing did not correlate with the initial results. The customer repeats all positive results. None of the discordant high results were reported. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant stat troponin assay results.

Event description:
Discordant immulite 2500 stat troponin assay results were obtained on seven pt samples where repeat testing did not correlate with the initial results. The customer repeats all positive results. None of the discordant high results were reported. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant stat troponin assay results.

Event description:
Discordant immulite 2500 stat troponin assay results were obtained on seven pt samples where repeat testing did not correlate with the initial results. The customer repeats all positive results. None of the discordant high results were reported. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant stat troponin assay results.

Event description:
Discordant immulite 2500 stat troponin assay results were obtained on seven pt samples where repeat testing did not correlate with the initial results. The customer repeats all positive results. None of the discordant high results were reported. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant stat troponin assay results.

Event description:
Discordant immulite 2500 stat troponin assay results were obtained on seven pt samples where repeat testing did not correlate with the initial results. The customer repeats all positive results. None of the discordant high results were reported. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant stat troponin assay results.